Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced rhabdomyolysis, elevated kidney and liver numbers and dark urine. The patient left the facility as expected after the procedure on (B)(6) 2025. They returned to the facility on (B)(6) 2025 reporting feelings of malaise and fatigue. Medication changes were made and diagnostic tests were performed. The patient then went to a different facility and was admitted to the hospital where tests confirmed rhabdomyolysis. Fluids were administered and the patient was discharged and considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.